Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the rs232/sp earth harness. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause was determined to be damage to the (B)(4) earth harness. "To correct the condition, the (B)(4) earth harness was replaced." If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.